Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had redness over the pump location. It was stated that the pt had an infection and cellulitis over the pump location and was treated with antibiotics. The hcp decreased the dose of medication to extend the time before they needed to access the pump. The medications being delivered via the device system were bupivicaine, baclofen and morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.